Manufacturer narrative:
This report is being re-submitted due to a system error that was recently discovered. The report was previously filed in the specified timeframe but the emdr system had incorrectly accepted this report via a test environment and not the production environment. As such, the report was not properly filed. A help desk ticket has been opened with both the electronic gateway system help desk ((B)(4)), as well as the emdr help desk ((B)(4)). This note is intended to capture the issue and is being added to this report per help desk recommendation for future reference.

Event description:
A non-circumcised patient was treated transurethrally with prostatic urethral lift procedure on (B)(6) 2016. Pre-operative prophylactic antibiotics were given as per standard protocol. Although prescribed by the physician, the patient chose not to take post-operative oral antibiotics. Two days later, the patient developed an infection and was treated with oral antibiotics. On (B)(6), the patient was admitted to the hospital for treatment of infection and then discharged home in stable condition. The infection resolved within three weeks. The patient was seen in clinic during follow up the week of (B)(6) 2016 and is being managed per physician best practices.